Event description:
This complaint was reported by a customer from france. A delivery issue was reported. Human harm was reported; however no further information was provided. No medical intervention was reported.

Manufacturer narrative:
Eitan medical has requested the device for investigation. However, the device was not provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the device will be provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k141834.